Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded button on keypad traces. No button error alarm during testing. Insulin pump had a cracked lcd window, cracked case on display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. His or her blood glucose was 16mol/l at the time of reporting. The insulin pump was returned. No additional information was reported.